Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer fell on the pump and as a result, the touch screen became shattered and unreadable. Customer's blood glucose was approximately 140 mg/dl. Reportedly, customer continued to use the pump for insulin therapy. The customer also had manual injections available as alternate insulin therapy.